Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. A revision procedure was performed, however the vein was too tight and it was not possible to implant a new lead. The physician elected to reprogrammed the device to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.